Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a recharging problem. There were coupling or communication issues. Patient compliance was the primary reason for the overdischarge. The healthcare provider confirmed that the patient experienced lack of effect and received no stimulation. She received no relief due to the device not turning on. It was unknown if the event was attributed to the device system. She was going to contact the company representative for instructions. No patient injuries were reported.